Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer's meter read her blood glucose as "high." The patient felt like she was going to pass out. Her blood glucose exceeded 400 mg/dl and slowly decreased to 395 mg/dl. The customer felt better today and her blood glucose was 252 mg/dl. The customer stated that she will monitor her blood glucose levels. The customer declined to speak to the 24-hour product helpline. No products were returned or replaced.